Event description:
The customer reported via medwatch: that during a transanal endoscopic microsurgery, the physician was using an l hook device and pencil both connected to the generator which had a foot pedal for activation. When the physician attempted to use l hook by pressing the foot pedal, the pencil was activated and was not in holder. The physician stated he had never had the foot pedal activate the pencil when he was using the machine, it normally only activated the l hook. The pt suffered a 9mm by 1mm burn to right fourth toe, treated with silvadene ointment. Further investigation showed the programming for the machine was checked for the monopolar 1 to activate by the foot pedal. Check was removed for the setting.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for eval. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.